Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 5 of 20.

Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient faced 20 infusion sets leakage event on 21-apr-2024 for the earliest. The leakage was located at the site. The set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.